Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device exhibited sporadic failures to build up or to release the airway pressure. There was no patient injury reported.

Manufacturer narrative:
The log file analysis revealed that the procedure in question was started at 01:39 pm system time in manual ventilation. As soon as the user switched to pressure mode at 01:45 pm, the unit detected a peep of 15hpa in comparison to the setting of 2hpa. Consequently, dedicated alarms like continuous pressure and peep high were posted. The situation was cleared after 30 seconds i.e. The measured peep went down to the set value of 2hpa and remained stable until the episode of automatic ventilation ended at 02:38 pm. Three minutes later the unit was set to standby. The suspected workstation was tested in the manufacturer's repair workshop. During an endurance run over several days with varying ventilation parameter the device did not exhibit the same symptoms again. The log file analysis revealed that the procedure in question was started at 01:39 pm system time in manual ventilation. As soon as the user switched to pressure mode at 01:45 pm, the unit detected a peep of 15hpa in comparison to the setting of 2hpa. Consequently, dedicated alarms like continuous pressure and peep high were posted. The situation was cleared after 30 seconds i.e. The measured peep went down to the set value of 2hpa and remained stable until the episode of automatic ventilation ended at 02:38 pm. Three minutes later the unit was set to standby. The suspected workstation was tested in the manufacturer's repair workshop. During an endurance run over several days with varying ventilation parameter the device did not exhibit the same symptoms again

Event description:
Refer to initial MFR. Report #9611500-2017-00250.